Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a navio assisted ukr surgery, the stride femoral ins/rem impactor head was being used inside the patient when a piece of the plastic cracked. The procedure was completed, without delay, using the same device. After the surgery, the stride femoral ins/rem impactor head was fully broken.

Manufacturer narrative:
D10 concomitant medical products and therapy dates. The stride femoral ins/rem impactor head, part number pfsr100931, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the navio surgical system user¿s manual for proper handling. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear as a result of repeated use. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1: initial reporter name and address.